Event description:
In 2001, the cryopreserved pulmonary valve and conduit in question was implanted into a patient of unknown medical history. According to the report, the valve possessed cuts in the pulmonary artery upon thawing. The surgeon repaired and implanted the homograft. After implantation, bleeding occurred at the site of the crack, which required bypass, cross-clamp, and bioglue for repair.